Manufacturer narrative:
Additional information: additional information was received that during the system checkout, the system would not boot. The computer was replaced. The computer has been received by the manufacturer. However, analysis has not been completed. (B)(4) associated with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: lot number for product ID 9734477 is 1731979. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. No unresponsiveness was observed. No failure was found while under testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was showing no input detected. The site was unable to get out it with reboots. A manufacturer representative came on site and booted the system on without issue. The representative was then booting it down and got a no input detected message. The representative rebooted and the system displayed a signal. The system then became unresponsive. There was no patient present when this issue was identified.